Event description:
It was reported that; on (B)(6) 2015, surgery (l3-s) was performed. After that, it was found a backout of a cage and a radiculopathy which was inserted between l3 and l4. Therefore revision surgery was performed on (B)(6) 2015. During the revision surgery, a loosening of l3 right side screw was also found. The screw was exchanged and fixation was extended to l2-s.

Manufacturer narrative:
No lot # was provided, so a manufacturing record review could not be performed. The root cause could not be determined.

Event description:
It was reported that; on (B)(6) 2015, surgery (l3-s) was performed. After that, it was found a backout of a cage and a radiculopathy which was inserted between l3 and l4. Therefore revision surgery was performed on (B)(6) 2015. During the revision surgery, a loosening of l3 right side screw was also found. The screw was exchanged and fixation was extended to l2-s.